Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing broke off from the connector. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 2420-0500 batch no: unknown. It was reported that two sets of IV tubing broke off from the connector.

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. The initial reporter also notified the FDA on 10 september, 2020. Medwatch report # mw5096344. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing broke off from the connector. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 2420-0500, batch no: unknown. It was reported that two sets of IV tubing broke off from the connector.